Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 491 mg/dl, the customer current blood glucose was 120 mg/dl. The customer was treated with insulin pump and manual injection. The insulin pump will not be returned for analysis.